Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis nurse reported a scale reading error and supply bag lines are blocked alarm. The treatment was cancelled and the peritoneal dialysis nurse observed a fluid leak in the cycler cassette door and exterior of the cassette of the cycler set. Follow up with the peritoneal dialysis nurse indicated that the patient was prescribed prophylactic antibiotics vancomycin and fortaz. The patient remained asymptomatic. The set may be available for evaluation.

Manufacturer narrative:
The alleged complaint is not confirmed. Complaint sample is not available for evaluation to confirm the alleged product malfunction. A search was performed to verify the product availability for companion samples. The entire lot has been sold and distributed. The device history record of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.